Event description:
Reporter alleged blood glucose measured 168 mg/dl back to back with a result of 70 mg/dl when testing was performed within 6 minutes apart, on active system (meter with strip lot 22947031, and expiration date 02-29-2008). Patient did not provide the location where the discrepant results were obtained. As a result, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The suspect product is the active test strip.